Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, after 3 days, ongoing), and amikacin injection (125mg, intraperitoneal, once a day, ongoing) for the event. Pd therapy was ongoing. It was unknown if the patient recovered from peritonitis. No additional information is available.